Manufacturer narrative:
The returned driver was evaluated. In addition to the wear at the tip, approximately 10% of the tip was found to have fractured off. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding the device.

Event description:
It was reported that a removal driver was found worn during kit inspection. However, device evaluation by zimmer biomet personnel found that a piece of the distal tip had fractured off. There was not a surgical procedure associated with this event.